Manufacturer narrative:
Correction to missing explant date.

Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer report number: 2017865-2025-14961, 2017865-2025-14962. It was reported that the patient passed away due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was related to their implantable cardioverter defibrillator system.